Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information provided to medtronic indicates that the customer experienced high blood glucose levels of 439 mg/dl. The customer experienced symptoms of nausea, vomiting, abdominal pain, difficulty breathing and positive in ketones. The customer was assisted with changing their infusion sets which helped lower the customers blood glucose level. The customer stated they would like to call their healthcare provider first and call back to continue troubleshooting. The product was returned for analysis.